Event description:
It was reported that the lead exhibited 130 ohms impedance, and a sensing threshold of 0.6 mv.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.